Event description:
A hydrothermablation console unit was used during a hydrothermablation (hta) procedure. According to the complainant, the hta unit had "tripped the breaker". Follow up information received in 2009 revealed that the unit shut down during a procedure. The machine was "flipped" to the off position and plugged in at another wall outlet (into the same outlet as the scope tower) then rebooted in order to initiate cool down stage. There were no alarms/error codes for warning and electrical supply had proper grounding. The procedure was completed with this device, and there were no patient complications reported with this event.

Manufacturer narrative:
The complainant has indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.